Manufacturer narrative:
Model number/catalog number: sc-8336-50. Serial/batch number: (B)(4). Model/catalog description: coveredge 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had a (B)(6) at the bottom of midline incision and battery site. Symptoms of oozing out of the incision and rash were noted. The patient was placed on antibiotics. The physician confirmed that the infection was not device related and the patients rash was a result of the post op tape. The patient underwent an explant procedure.